Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event description as reported, an ncircle tipless stone extractor would not open or close properly when tested prior to patient contact. Another basket of the same type was used to complete the procedure. There were no adverse effects to the patient reported. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The device was returned with only the label to cook for investigation. The basket was opened, with a severe bend in support sheath. The handle was no longer attached to the cannula and fittings were loose, most likely the customer had attempted to fix. The handle was disassembled and the basket was retracted back into the sheath, but could not re deploy to the open position due to the sever bend in both the cannula and support sheath. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was received for this product lot. The additional complaint and this complaint were both found to have the same failure mode, damage to the sheath. The evidence indicates the damage occurred after the devices were packaged and there was no evidence of a manufacturing related failure mode. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook concluded that the cause for the damage to the support sheath could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation = or manager. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an ncircle tipless stone extractor would not open or close properly when tested prior to patient contact. Another basket of the same type was used to complete the procedure. There were no adverse effects to the patient reported.